Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 08-jun-2016, an fse visited the customer to address the reported event. During the service evaluation, the fse suspected the sample needle to be partially clogged. The fse replaced the large syringe, the #2 valve, the stator/rotor, the inline filter, and the buffer filters. Then the fse recalibrated and ran controls to which all levels were in range. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was a clogged stator/rotor.

Event description:
On (B)(6) 2016, a customer reported error 706 (l syringe error) with their g8 analyzer. The customer was advised by technical support to change the syringe but the error persisted. The customer is unable to run patient samples on hba1c diabetes assay. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.